Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant ise indirect k for gen.2 results for 1 patient sample on a cobas 4000 c (311) stand alone system. The initial k result was 6.9 mmol/l and was reported outside of the laboratory. The repeat results were 4.73 mmol/l and 4.68 mmol/l. A different c 311 was also used for the repeat testing but the customer did not know what specific c 311 generated each repeat result. The patient was sent to the emergency room and a new sample was collected. The k result with the new sample was 4.2 mmol/l and was deemed to be correct. It was asked but not provided what analyzer was used. There was no allegation of an adverse event. The customer stated that the qc was acceptable and that the initial sample was cloudy before the repeat testing. The customer was not using rack adapters. The k electrode lot number and expiration date were asked for but not provided. The investigation determined that the provided calibration and qc data were acceptable.